Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au680 chemistry analyzer and observed that enhanced cleaning was not recently performed, a worn sample probe and a fibrin clot in the sample. The probable cause is identified as inadequate maintenance. Cts suggested that the customer replace the sample probe and perform manual enhanced cleaning which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium (na) patient results and quality control (qc) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for five (5) patient samples.